Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One used suture was received for analysis. Product code vcp433. During the visual inspection of the suture, the insertion mark could not be observed on the strand. One of the ends appears to be broken. However, the needle was not returned for evaluation to determine the assignable cause. A photo was provided showing one empty foil, two labeled winding formers and two used sutures that pertains to product code vcp433. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ what was the procedure date? (B)(6) 2025. ¿ what is the lot number? 1032te. ¿ when was each needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. ¿ did any needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a oral surgery on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Total 4 products occurred needle pull off issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.